Manufacturer narrative:
The zoll catheter was returned to zoll on 08/32018 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
Customer reported that during patient therapy for hypothermia, slow cooling was observed, not reaching target temperature of 34°c within 12 hours. Smooth insertion of the quattro catheter (lot number 80871) through the patient's left femoral. Set temperature started at 36.5°c and after 96 hours (4 days) of dwell time at max rate, temperature reached at 36.3°c. The customer did not perform any other temperature management procedures. No system alarm noticed and no fluid leak were observed. Hence, no known impact or consequence to patient was reported.

Manufacturer narrative:
The reported complaint of a quattro catheter slow cooling was confirmed during visual inspection. A kink was found on the shaft at 10 cm away from the distal end of manifold. A kink on the catheter can cause a restriction of fluid flow and impact the cooling treatment. Initial functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. During manufacturing all catheters are 100% inspected for visual inspection. Only units that passed are moved to the next process. The exact timing and cause of the kinked on the catheter cannot be determined. Probable cause for the kinked catheter is user mishandling. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for quattro catheter with lot number 80871.